Event description:
The customer stated that he tested his blood glucose using his elite xl meter and his contour meter. The elite xl read 168 mg/dl, while the contour read 93 and 94 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation.